Manufacturer narrative:
The event was not caused by a device malfunction. The instruction for use (IFU) for ent-acc101 trapeze mount assembly ((B)(4)) states: - "refer to the bed instructions for use to confirm compatibility before using this accessory" - "the bed should not be occupied by a patient while the lifting poles are being fitted". The IFU for citadel patient care system (doc. (B)(4)) contains information regarding the recommended accessories for this device. The recommended lifting pole is the ent-acc01, while the ent-acc101 (which was installed) is not recommended for this bed. The cause of the incident was a human mistake. The arjo technician did not follow the instruction for use for the installed accessory and allowed the patient to stay on the bed during the assembly. There was no bed malfunction thus, the arjo device met specification. The bed was in use at that time. This complaint was assessed as reportable due to a trapeze fell on the patient's head. The patient sustained a laceration to bridge of nose (non-serious injury).

Event description:
Arjo became aware of an event involving the citadel patient care system and its accessory-lifting pole (ent-acc101). At the patient's request, the customer called to install a trapeze bar on the patient's bed. An arjo service technician arrived at the facility to install the trapeze bar. During the installation of accessories, the patient remained on the bed and a metal plate fell, injuring the patient's face and the bridge of his nose. A technician requested a band-aid for the patient. The nursing director assessed a 1cm laceration with swelling, bruising, and bleeding. The patient reported pain but had no difficulty breathing. The nursing director treated the wound and applied a bandage. Arjo technician apologized for the incident.